Event description:
Complainant alleged that during training by facility staff, the device would not power on. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll med corp has not received the product for eval and this complaint is still under investigation.